Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. The reported product was returned without an associated complaint. Failure event observed during analysis. Final analysis found an implantable cardioverter defibrillator at low battery voltage and could not be interrogated. The battery depletion was found to be not normal. Battery analysis found no-shorting lithium clusters. The cause of the premature depletion remains undetermined.

Event description:
This report is to advise of an event observed during analysis.